Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had reoccurring error 345 (thermistor disparity) during battery life testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'reoccurring error 345 during battery life testing' was reproduced. A review of the event history log (ehl) revealed occurrences of multiple 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream thermistor is out of specification and is damaged. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.